Event description:
A nursing assistant was transferring blood from a syringe via the transfer device into a blood culture bottle when it exploded breaking near the hub of the syringe splattering blood over the employee's face and in her mouth. When occupational health staff followed-up with the employee, the staff could not ascertain any improper technique by the employee. The employee went to employee health and drew blood. Device usage problem: device failed (e.g. Broke, couldn't get it to work or stopped working).

Manufacturer narrative:
It was noted in the incident description that the syringe used, a luer-slip, is not a recommended device for this type of procedure. Bd recommends the use of a luer-lok syringe, because this type of syringe is the most appropriate when transferring fluids. A luer-slip tip syringe does not have a threaded locking collar added to the male luer connector. Luer lock connectors have a threaded locking collar, which mates with ears on the female luer connector, providing a "locked", safe connection. It is also recommended when transferring blood, the assembly should be held in an upright position and blood should be allowed to transfer from the syringe to the tube using the tube's vacuum and most importantly, the plunger rod of the syringe should not be depressed. Bd has only received the info provided by the hospital. Based solely in this description, it appears that the incident may have been the result of inappropriate user's technique (the user may have tried to dispense all the blood contained in the syringe by depressing the plunger rod after the vacuum was used) and product (the use of a luer-slip vs. A luer-lok). A review of our records indicated that this is the first reported incident on the returned lot number. Trend analysis showed no significant trends on this product line for the reported condition.